Event description:
Related manufacturer reference number: 1627487-2022-03569, 1627487-2022-03571. It was reported the patient experienced ineffective stimulation due to lead migration. X-rays confirmed the leads migrated. During the surgery it was noticed the ipg had a lead fragment in one the headers. Both the ipg and leads were found to have fibrotic material entwined. Surgical intervention took place wherein the ipg and leads were explanted and replaced to address the issue.

Manufacturer narrative:
Visual analysis of the lead b fragment was not able to be made as the fragment was misplaced during the decontamination process. The event details state that lead migration was observed on x-ray, however, confirmation of migration by the lab cannot be made with product testing alone as this issue is commonly caused by some forms of physical activity, which can include trauma, such as falls and accidents. The report did not state if the patient had any falls or trauma prior to the reported event.